Event description:
It was reported that the patient had concerns over the implantable pulse generator (ipg)'s longevity estimator. At the previous device check the estimated longevity was greater than 8 years, but at the next check it was greater than 6 years. Follow up with the patient's clinic was unsuccessful; a device check has not been done with regard to the patient's longevity concerns. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2010; 4092, implantable pacing lead, (B)(6) 2010. (B)(4).